Event description:
It was reported that the nurse call cable was damaged and the nurse call backup battery was low. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.